Manufacturer narrative:
Block b3: exact date unknown, event occurred since 2023 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) and was also experiencing discomfort from battery placement. The patient underwent an implantable pulse generator (ipg) replacement procedure. The patient was happy with the stimulation after programing. The explanted device was not returned.